Event description:
Spontaneous report. Pt reported she is trying to infuse and set everything up but when the put the 50mg syringe the pump kicked the syringe out. No missed dose reported, no adverse event reported, pt has pump for return. Reported to cvs/caremark by pt/caregiver.